Event description:
It was reported that there was defective insulation of the black power cable of the system controller. No product impairment reported. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.